Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the broken catheter was found at bedside on the seventh day of usage and the distal fragment remained in the patient. On the next day, the 12-cm-long distal fragment fell out from the patient during urination. The cross-section surfaces matched. Per additional information: the fragment fell out spontaneously, there was no medical intervention reported.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received only the catheter that had been cut into two pieces fro evaluation. The exterior surface of the returned catheter was normal in appearance with the presence of long jagged tearing which could be caused by a sharp object from the outside. The unit was inspected for the presence of oxidation, acid cuts, or abrasion that could cause the shaft to break, and none of the conditions were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. Based on evaluation, we concluded that the exact cause of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged]."

Event description:
It was reported that the broken catheter was found at bedside on the seventh day of usage and the distal fragment remained in the patient. On the next day, the 12-cm-long distal fragment fell out from the patient during urination. The cross-section surfaces matched. Per additional information: the fragment fell out spontaneously, there was no medical intervention reported.